Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs instrument with the mcs tip cover accessory (tip cover) for failure analysis. The mcs instrument was analyzed and found blade damage at the middle of the blade. Both blade edges were indented. The blade indentation caused a cut test failure. Further inspection identified discoloration of the blades. The complaint was confirmed by failure analysis. As part of investigation, the tip cover was investigated. Inspection identified tearing at the mouth where the scissor tips exit. The tear measures 3.34 mm and is not axially aligned with the tip cover. A missing piece approximately 0.45 mm x 0.45 mm in size was not returned with the tip cover. There are no signs of thermal damage present at the end of the tears.

Event description:
It was reported that inspection during central processing identified that the monopolar curved scissors (mcs) instrument was broken. There was no report of patient involvement.